Manufacturer narrative:
(B)(4). The reported complaint of "balloon did not inflate enough after the catheter was inserted" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " it was reported that the balloon did not inflate enough after the catheter was inserted into the patient. Therefore, it was removed and replaced with a new kit. The balloon inflated normally during the inflation test before use. No injury to the patient occurred". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " it was reported that the balloon did not inflate enough after the catheter was inserted into the patient. Therefore, it was removed and replaced with a new kit. The balloon inflated normally during the inflation test before use. No injury to the patient occurred". The patient's current condition is reported as "fine".